Event description:
Account reported a low sodium result that repeated higher. The incorrect result was not used to guide patient treatment. The field service representative found the ise tubing was faulty and repaired the instrument by replacing the tubing.